Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by user the cs300 intra-aortic balloon pump (iabp) showed no signal on display screen . There was no patient involved was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue and it was also reported that the display was flashing. In order to solve the issue, the fse reconnected the flat cable that is connected between the video generator board to the display. There was no more flashing display after start up. Also, autofill was successful and pumping assist was normal. The unit was then returned to the customer and cleared for clinical use.